Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that pressure on the ureteral dilation balloon catheter indeflator kept decreasing despite of bringing up to 30 atm pressure multiple times.

Manufacturer narrative:
The reported event is confirmed supplier manufacturing related. The eagle inflation device was returned with the dilation catheter in the opened package. The gauge indicator was observed to be broken and damaged. The root cause for this event would be error in manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is confirmed supplier manufacturing related a label review is not required. The actual/suspected device was evaluated.

Event description:
It was reported that pressure on the ureteral dilation balloon catheter indeflator kept decreasing despite of bringing up to 30atm pressure multiple times. Per follow up information received via ibc on 26feb2022, it was stated that there were no holes or tears in the catheter balloon. The inflation device seemed to have water in the pressure indicator face.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that pressure on the ureteral dilation balloon catheter indeflator kept decreasing despite of bringing up to 30 atm pressure multiple times. Per follow up information received via ibc on 26feb2022, it was stated that there were no holes or tears in the catheter balloon. The inflation device seemed to have water in the pressure indicator face.